Event description:
A surgeon reported during intraocular lens (iol) implant procedure, the lens was malfunctioned and was unusable, despite having followed the correct lens loading procedure (injecting company ophthalmic viscosurgical device (ovd) into the upper hole of the block, removing the block, and pressing the upper lever to advance the iol into the cartridge). Specifically, during the piston advancement phase, it did not load the iol but passed underneath it, thus irreversibly disabling the iol's advancement along the cartridge. The procedure was completed on same day with no harm to patient. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).